Event description:
The patient contacted animas on (B)(6) 2012 and stated the keypad buttons required multiple presses to elicit a response. The patient denied damage to the keypad. The patient reportedly wore the pump attached to a belt and cleaned it with water. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/19/2013 with the following findings: during a visual inspection of the pump, the keypad cover was observed to be torn and lifting from the bottom of the keypad to the top of the ok button, exposing the key contacts. During testing, all of the pump keypad buttons were intermittently unresponsive and required multiple presses to engage. The keypad cover was removed and contamination was found under all key contacts.